Event description:
A patient reports while activating a pod the needle had deployed prior to application at the pod infusion site. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed with the needle cap still attached. The needle mechanism fully deployed after removal of the needle cap, indicating that the needle mechanism fired during priming. The data showed that the pod completed both priming sequences with an expected number of pulses in each sequence before being deactivated 6 pulses after the end of second prime. Inspection found no damages or deficiencies that would result in the needle deploying early. Though no issues were observed, it could not be conclusively determined when the needle mechanism fired and the cause of the reported event could not be determined.